Manufacturer narrative:
(B)(4). The device is undergoing an evaluation but has not yet been completed.

Event description:
Consumer reported complaint for erratic blood glucose test results. The customer's expected fasting blood glucose test result range is 95-130mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer non-fasting and produced test results of 122 and 128mg/dl. The product is stored according to specification. The test strip lot manufacturer's expiration date is 6/19/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: (B)(6). Customer was concerned that after testing three times in one minute, his readings were 105mg/dl, 95mg/dl, and 86mg/dl. Customer is not using recommended testing technique.